Manufacturer narrative:
Eval: the reed contact of the present foot pedal is the modified version. These new contacts are used for all pedals produced from (B)(4). Product was analyzed and the reported failure could not be reproduced. The product is according to specification.

Event description:
Country of complaint: (B)(6). Although the foot pedal was not being stepped on, the connectivity sound of gn060 was still confirmed. According to the customer, this product has production date number 48/12 and this product is already modified (this modification was done from 31/12). However, this issue was caused again. Although gn060 has safety function (stopped after 30 minutes), the customer is thinking that this issue is related to a risk.